Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The manufacturer was notified through facility medwatch received (B)(6) 2018 in which the customer reported intra-aortic balloon (iab) balloon rupture. During the event the nurse contacted the physician and advanced licensed practitioner to assess the issue and there was blood from the catheter up to the pump. The customer discontinued therapy and removed the catheter. Patient received platelets due to platelet count of 48 to help prevent bleeding with the discontinuation of the catheter. Although patient required platelets the patient remained stable.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer was notified through facility medwatch received february 15,2018 in which the customer reported intra-aortic balloon (iab) balloon rupture. During the event the nurse contacted the physician and advanced licensed practitioner to assess the issue and there was blood from the catheter up to the pump. The customer discontinued therapy and removed the catheter. Patient received platelets due to platelet count of 48 to help prevent bleeding with the discontinuation of the catheter. Although patient required platelets the patient remained stable.